Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be evaluated due to damaged usb port pins. Additionally, a different issue was identified.

Manufacturer narrative:
Per tandem's user guide: your t:slim pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. It was reported that the pump was exposed to water, and subsequently a malfunction occurred. There was no adverse impact to customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.